Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer also stated they attempted to troubleshoot device but issue continues. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 14 mg/dl at time of reporting. Nothing further reported.